Event description:
It was reported that the product caused wounds to macerate. The exudate levels are not high and the wounds macerated within 3 days. This has been an ongoing issue and the patient will no longer use allevyn life.